Event description:
It was reported that the customer received an alarm on the insulin pump, which power cycled, causing her to prime again, and the screen went blank. The customer's blood glucose was not known. Troubleshooting was performed for the alarm and a self-test was performed and passed. Troubleshooting was not completed for the blank display as the customer did not have another battery to insert. There were no signs of physical damage to the insulin pump and it had not been exposed to moisture. The customer was advised to monitor the insulin pump and if she were to experience issues, discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.